Event description:
It was reported that during an unknown procedure (intra-op), while the surgeon was using the ntlc55 during the firing of 3rd reload in the same procedure, the gun become stuck & trigger was not moving from proximal to distal portion. The surgery was delayed by 30-minutes. The procedure was successfully complete with no fragments generated or patient consequences.

Manufacturer narrative:
(B)(4). Batch #: 169a76. The following information was requested, but unavailable: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with no reload present. Further analysis shows the anvil partially detached from the tip area and the anvil posts on this area appears to be damaged as if the anvil was pulled out off the device. No functional test was performed due to condition of the device. The event reported was confirmed and due to the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.